Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that he distal conductor was fractured. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, elevated sensing integrity counter (sic), oversensing-noise, and was fractured. The lead was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.